Manufacturer narrative:
FDA medwatch reference number: mw5082273. A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported increased clear vaginal discharge after her menstrual period. A few days later a piece of tampon was dislodged from her vagina. She also experienced unusual odor and vaginal itch. She went to the doctor and was diagnosed with a bacterial infection. She was prescribed clindamycin vaginal suppositories and her infection is now resolved.